Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter (aus). A revision surgery was performed during which a second cuff was added to the system. There were no components removed and no device issues were identified.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.